Event description:
Rptr's 1st augmentation was 8/69. Device ruptured. In 2/77 plastic surgeons removed the old implants and put in a new silicone type gel. Those were replaced 10/15/79. These implants remain in place. Rptr still experiences stabbing pains in her breasts. She's been distressed by knowing that she's had a rupture and that it has leaked through her body. Rptr does not have the finances to have them removed. Rptr gets tired easily, and came down with asthma 5 yrs ago which does not run in her family history. She has not had a meaningful relationship in 12 yrs. She has lumps and bumps under her arms. There are no drs who are familiar with diagnosing breast implant recipients with all the different symptoms in her area.